Manufacturer narrative:
D10: 01-030-01-0348 - alt cup clstr g3 sz 48: (B)(6). 01-030-40-0332 - alt xle lnr ntrl g3 32: (B)(6). 170-32-00 - biolox delta femoral head 32mm od, +0mm: (B)(6). 190-30-04 - alt ha s clr std sz 4: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced delayed wound healing, which required debridement. No other medical intervention and no further impact to the patient was reported. No other information is available.